Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012564406); product type: 0195-heart valves delivery catheter system (dcs); product ID: l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient developed intermittent left bundle branch block (lbbb) during transcatheter aortic valve replacement (tavr) recovery. A temporary pacemaker was placed. Hospitalization was prolonged and the following day a permanent pacemaker was implanted. The lbbb recovered one day after the implant of the permanent pacemaker. Per the physician, the event was related to the valve, the valve implant procedure and possibly related to the dcs.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Manufacturer name and address d4. Full UDI # was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient developed intermittent left bundle branch block (lbbb) during transcatheter aortic valve replacement (tavr) recovery. A temporary pacemaker was placed. Hospitalization was prolonged and the following day a permanent pacemaker was implanted. The lbbb recovered one day after the implant of the permanent pacemaker. Per the physician, the event was related to the valve, the valve implant procedure and possibly related to the dcs. Additional information was received to report the lbbb resolved with sequelae. No further information was received.

Event description:
Additional information received indicated that during the transcatheter aortic valve implant procedure 4 recaptures were performed. The reasons for the recaptures were not provided. There was no report of patient impact specific to these recaptures.

Manufacturer narrative:
Updated data: a5a, a5b, b5, b7, h6 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.